Event description:
The patient contacted a company representative to report that she observed a blood glucose value of 14.1 mmol/l (253.8 mg/dl) and to ask for assistance in displaying the bolus history maintained in her infusion device, so that she could determine if she had given herself a bolus of insulin at lunch time (prior to the observation of the elevated blood glucose reading). She stated that, on the morning of the report, she awoke to a normal blood glucose value. She reported a normal blood glucose range of 3.4-6.3 mmol/l (61.2-113.4 mg/dl). She ate lunch and dinner, then observed the elevated blood glucose value of 14.1 mmol/l (253.8 mg/dl). She reported feeling "a little tired", but conveyed no other symptoms related to an elevated blood glucose level. She had bolused 2.5 units of insulin prior to contact and, during troubleshooting, her blood glucose value was 6.8 mmol/l (122.4 mg/dl). She believed that she had not given herself a bolus at lunch time, which would have caused her elevated blood glucose. The bolus was not reflected in the history stored in her infusion device. However, she had difficulty accessing the bolus history by pressing the keys described in product labeling. She noted that she had not encountered difficulty accessing her bolus history previously. The infusion device was replaced and the product was requested to be returned for evaluation. The patient did not require medical assistance from a healthcare professional or second party to address the issue.